Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information not available for reporting. Event happened intraoperatively and device is not considered implanted or explanted. (B)(6). Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a screw head broke intraoperatively during an unknown procedure on (B)(6) 2018, while it is being screwed into the patient. It is unknown if the fragments were removed. It is unknown if there was surgical delay. Patient status is unknown. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product development investigation was performed for the subject device: received condition: three parts of an unidentifiable screw head were received for investigation. As per received event description these screw head portions belong to a part # 400.812 / 1.5mm ti cortex screw self-tapping 12mm. The remaining screw head portion and the threaded shaft were not received for investigation. Conclusion: a device history record review is not possible because of the missing lot numbers. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. These devices can break during use when subjected to excessive forces or outside the recommended surgical technique. For general precautions consult ¿important information¿. For application specific precautions related to plate and screw implants it is mandatory to consult the corresponding surgical technique guide. The exact root cause of this event cannot be determined. Based on the condition of the product and the available information a manufacturing conclusion cannot be presented. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: broken device was removed easily. There was a ten (10) minute surgical delay and procedure was completed successfully. Patient status was reported as fine. No other medical intervention was required.